Event description:
(B)(6). During the procedure, it was reported the 4th implant coil experienced resistance as it was advanced towards the distal end of the microcatheter. The coil was withdrawn and found to be stretched and detached inside the microcatheter. The coil and microcatheter were removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).